Manufacturer narrative:
Additional information was received after initial reporting which determined that the event reported on uf/importer report# 3023981687-2023-00247 was not a reportable event related to fmc products. The cause of the peritonitis event was attributed to a catheter site infection. There was no serious injury, adverse event, or reportable malfunction related to a fresenius product or device. There will be no further updates on uf/importer report# 3023981687-2023-00247.

Event description:
On 12/oct/2023, it was reported that this peritoneal dialysis (pd) patient was diagnosed with peritonitis. No further information was provided. Attempts to obtain additional information were unsuccessful. No further details pertaining to the peritonitis event are known.

Event description:
On (B)(6) 2023 it was reported that this peritoneal dialysis (pd) patient was diagnosed with peritonitis. No further information was provided. Attempts to obtain additional information were unsuccessful. No further details pertaining to the peritonitis event are known.